Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported an unexpected restart, a cold reset was performed. The customer experienced hyperglycemia with blood glucose reading of 319mg/dl and treated with a manual injection. The customer was assisted with troubleshooting and was able to clear the alarm. The customer reported that the insulin pump required rewind and they were able to complete the rewind. The customer stated that the insulin pump alerted again after inserting a new battery. The insulin pump will be returned for analysis.